Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. Customer addressed the issue by changing the infusion set and cartridge, then resumed insulin use. Despite experiencing frequent occlusion issues, the customer declined further assistance.